Manufacturer narrative:
Analysis identified that the pump was improperly programmed in the field. Eval code-result updated. Eval code-conclusion updated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received. It was reported that the patient suffering from ¿congenital cerebral motor infirmity,¿ also reported as ¿invalid moteur cerebral¿ consulted twice with neurology with underdosage of baclofen, most importantly spasticity. On (B)(6) 2016, the pump was filled, which stopped alarms and improved symptomatology. On (B)(6) 2016, the pump stopped, which was in alarm since (B)(6) 2016. The pump then restarted. The patient was consulted again on (B)(6) 2016 and reported ¿fluffy feels,¿ hypotonia, and ¿nausea evoking an overdose in baclofen.¿ chirurgical procedure to change the device was planned.

Event description:
Additional information was received. It was reported that the patient consulted again for nausea and it has been determined that there was an overdose in baclofen.

Manufacturer narrative:
Patient code (B)(4) no longer applies to the event.

Event description:
Additional information was received. It was indicated that the patient experienced an underdose that occurred after the pump stopped. It was previously reported that the nausea pertained to a baclofen overdose. Further follow-up indicated only an underdose occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A translation was received. The previously reported ¿fluffy feels¿ was also reported as a ¿fuzzy¿ feeling. The previously reported ¿nausea evoking an overdose in baclofen¿ was reported as ¿nausea, suggesting an overdose of baclofen.¿ although this suggestion of overdose was reported, previous follow-up indicated that only an underdose had occurred.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. There was a problem with a pump. Information retrieved from the pump logs indicated a stopped pump may exceed tube set message occurred on (B)(6) 2016. There was reportedly "no code" and the patient "did not feel fine." The surgeon decided to replace the pump on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.